Event description:
It was reported that during a lap bariatric procedure, the staples from an endoscopic device did not properly form. The surgeon reloaded and decided to convert the procedure to open to ensure a good staple line.